Manufacturer narrative:
Further investigation of the issue determined that the measurement was incorrectly mapped at the time of implemenation. It is expected that the customer evaluates the measurements to confirm that measurements are as expected. Merge healthcare support corrected the mapping, and confirmed with the facility that the correct value is now imported. This correction resolved the customer's issue.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016, a customer contacted merge healthcare and stated that a diagnostic measurement taken by their modality was importing with the incorrect unit of measure within the clinical reporting tool. Due to an incorrect value displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. Reference complaint number (B)(4).